Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was not determined that the label printer was sporadically mislabeling. A technical support specialist (tss) tested the printer and printed a test page, which printed correctly. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the cr label printer was sporadically mislabeling. However, there were no delays or adverse events or injuries reported based on this event.